Event description:
Caller alleged discrepant results when testing with inratio. Pt tested 3.9 and 4.9 upon repeat with fingerstick. Pt therapeutic range is 2-3. There was one minute between two tests. Test was performed with two different fingers.

Manufacturer narrative:
Inratio precision data provided by end-user: first test inr = 3.9. Second test inr = 4.9. Mean = 4.4; sd = 0.707; %cv = 16.07%. One minute elapsed between the two tests. The %cv is less than 20%. The precision criterion is met. No product testing is required. Device was not returned for evaluation. No corrective action is required as no product deficiency was established.